Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was not further identified. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for unrelated medical conditions and peritonitis. On an unreported date, the patient was treated with intraperitoneal cefazolin 1 gram per bag and intraperitoneal ceftazidime 1 gram per bag as loading doses. On an unreported date, the patient was then started on intraperitoneal cefazolin 500 mg per bag (frequency and duration not reported) and intraperitoneal ceftazidime 500 mg per bag (frequency and duration not reported) as maintenance dose for peritonitis. Action taken with pd therapy was not reported. At the time of this report, patient remained hospitalized and the patient&#38112;recovery status was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.